Event description:
It was reported that an o-ring was on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.